Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was contaminated. Additional malfunctions include the sieve beds were dusted, the pvc tubes were clogged, the tie wraps were leaking, and the hose clamps were leaking.